Event description:
The needle was slow to retract and caused a needle stick injury. The nurse was stuck on the left fore finger.

Manufacturer narrative:
The sample is not available for the investigation. If additional info is provided, a supplemental report will be submitted.